Event description:
New information received notes that the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the presyncopal patient presented in-clinic, the device was found to be in backup operation. The patient is non-pacemaker dependent. The device was explanted and replaced.